Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced two infusion sets kinked cannulas within 3 or more hours of insertion. Site of insertion was upper buttocks. Patient's blood glucose at the time of issue was reported as high. Infusion sets were in use for 12 hours and 24 hours respectively. Patient took correction bolus via pump to address high bg. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4)- MDR 3003442380-2024-25893. Additional information: this medical device report (MDR) is being filed to incorporate newly acquired details regarding the incident. Event occured after 3 hours of insertion. Site of insertion of abdomen. Issues occured with 3 issues.

Event description:
To date additional patient or event details have been received which is added in h11.